Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage leading to hospitalization on (B)(6) 2025. The infusion set was in use for 1 day. The insertion site was abdomen. The blood glucose level was 468mg/dl and the patient was treated correction bolus via pump and intravenous fluids of saline and insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). The batch 6009005 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6009005 were previously tested in (B)(4) on 18/may/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Functional leak test 2 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6009005 was manufactured according to the wi version 116 in the line 3, on 08/sep/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 18/jun/2025 against malfunction code leakage from infusion site (specific cause not identified), harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 6009005 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.